Manufacturer narrative:
The device and a battery were returned to zoll medical canada for evaluation and performed to specification. The returned battery was able to power on and charge the device. However, the device coulomb counter had been reset; it is likely that the returned battery was not the one used during the event. The device passed all testing without duplicating the report. The device was recertified and returned to the customer. Review of the device log shows evidence of multiple low battery warnings and a failure to discharge due to a low battery condition prior to the event date. The investigation concluded that the device met specifications and performed as designed. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a (B)(6)-year-old female patient, the device inappropriately shut down. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.